Manufacturer narrative:
Initial.

Event description:
It was reported that the user did not see continuous glucose monitor (cgm) readings on the ilet after starting a new dexcom g6 sensor and transmitter, entered codes into both the pump and phone, and later observed that the sensor serial number in the pump did not match the packaging, indicating an incorrect pairing sequence with the dexcom g6; the user confirmed g6 app readings and had been entering manual fingersticks into the ilet while support guided re-entry of pairing without a sensor code followed by the correct transmitter ID. No adverse clinical symptoms reported and no reported hypoglycemia or hyperglycemia. Outcomes included restoration efforts for cgm-pump communication and continued glycemic management using manual fingersticks, with no hospitalization or medical intervention. User support included guided troubleshooting, verification of device settings, and confirmation of correct transmitter information with an expected pairing interval. Investigation of this case revealed a pairing configuration error for the cgm type and code entry, consistent with user setup issues rather than device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user setup error during cgm pairing and configuration.